Manufacturer narrative:
Correction: h6 device code. The reported event was confirmed based on the device inspection. The device inspection revealed the following: the returned device shows evidence of mechanical damage. Deformation is most prominent at the driver tip, where the fins are visibly twisted and no longer aligned in their original straightness. Additional minor deformations are also present at the end of the tip. These findings are consistent with repeated exposure to high torque. Excessive torsional forces and mechanical stress ultimately led to permanent deformation characterized by twisting and distortion. Moreover, a hardness test on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was most likely caused by application of high torsional force during use. If more information is provided, the case will be reassessed.

Event description:
It was reported that upon inspection (B)(6) was found broken

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that upon inspection mwj127 was found broken.